Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set cannula bent event, which caused hyperglycemia on (B)(6) 2024. The patient passed out, consequently leading to hospitalization for more than 24 hours on the same day. Blood glucose levels were reported to be 400 mg/dl during the event. The patient was given intravenous insulin at the hospital. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.